Event description:
This lv lead was implanted on (B)(6) 2012. The patient was occluded on the left side so the lead was implanted on the right. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).